Manufacturer narrative:
Block e1: initial reporter first name: (B)(6). Block h6: device code a0414 captures the reportable event of stent torn material.

Event description:
It was reported that a polaris loop ureteral stent was used during a ureteroscopic lithotripsy procedure in the upper ureter. During the procedure, the loops of the stent were fractured when it was inserted a little. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter first name: (B)(6). Block h6: device code a0414 captures the reportable event of stent torn material. Block e3 occupation has been corrected. Upon receipt at our quality assurance laboratory, this polaris loop ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that bot loops were detached. The positioner and the pouch were returned, however, the suture was not returned. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the loops and removed using excess force, the stent could get detached/separated and torn during the preparation, affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was used during a ureteroscopic lithotripsy procedure in the upper ureter. During the procedure, the loops of the stent were fractured when it was inserted a little. The procedure was completed with another same device and there were no patient complications reported.